Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
On (B)(6) 2011, the programmer was connected to an external printer and restarted. When device interrogation began, some egms were printed (corresponding device unk). The device was then found to be operating in vvi pacing mode whereas it was expected to be in safer pacing mode. Since pt complained about palpitations, user rebooted the programmer. After reboot, device was still operating in vvi pacing mode, so it was programmed to safer pacing mode. Preliminary analysis showed the vvi pacing mode resulted from nominal parameters programming.